Event description:
Clinic notes were received indicating that the vns patient was referred for prophylactic generator replacement surgery due to an increase in seizures and a near end of service condition of the device. The patient underwent generator replacement surgery on (B)(6) 2015. The explanting facility discards the explanted devices; therefore, no analysis can be performed.

Event description:
Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include that attempts for additional relevant information have been unsuccessful to date. This report is being submitted to correct this data.